Manufacturer narrative:
Evaluated one opened quick serter for locking and proper operation and performed insertion test using a new lab quick-set onto rubber skin. The quick-serter passed per specification. Found quick-set locked/inserted in place properly. Both buttons trigger and released properly.

Event description:
It was reported that the customer had an issue with his blood glucose levels. Customer's blood glucose level was 437 mg/dl. Customer stated that the issue was caused by the cannulas bending outside of the skin. Customer stated that the serter was not locking all the time when he pulls back to cock it. It was explained that this may have something to do with cannulas bending. Customer was advised to make sure the infusion sets are fully seated in the serter because if they are not, the cannula may move out of play and hang past the needle; causing it to bend. It was explained that the serter will be replaced. Customer declined troubleshooting for the insulin pump and stated that the issue was with the infusion sets bending.. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.